Event description:
It was reported that the cassette, inspected before use (empty), once filled with solvent and chemotherapy, there was a blue-black particle at the level of the bag. A new cassette was then prepared after verifying the absence of any particle. A second cassette, belonging to the same lot, also presented a visible particle at the level of the bag. It was not possible to determine whether these particles were inside the bag or located outside of it, between the flexible bag and the rigid structure of the cassette. The two cassettes were not brought into contact with chemotherapy due to the prior detection of the particle. Issue occurred at the time of preparing chemotherapy in our preparation unit. Cassette discarded and new cassette used for preparation. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Two used devices were returned for investigation. Device history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. The device was visually inspected, and no anomalies were noted. Upon closer inspection one particulate matter was observed from each cassette. Both particulate matters were found outside the cassette bag and within the hard casing. The cause of the reported issue was unknown. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.